Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose (bg) level was 531 mg/dl. Customer delivered a correction bolus via the pump and administered manual injections to address bg. Customer reverted to an alternate method of insulin therapy.